Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a damaged orange navlock. There was no patient involvement.

Manufacturer narrative:
H3, h6) the lot number on the returned tracker indicates it was three years old, not three months. One side tab was broken off at the tip and the other side tab was sticking. Otherwise, the tracker accepted known good instruments without further issue. With markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.